Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a treatment of internal hemorrhoid procedure performed on (B)(6) 2025. During preparation outside the patient, upon opening the package, it was found that the band was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the band was damaged.

Manufacturer narrative:
Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/postal code) have been updated based on the additional information received on february 16, 2025. Block h6: imdrf device code a04 captures the reportable event of bands damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a treatment of internal hemorrhoid procedure performed on (B)(6) 2025. During preparation outside the patient, upon opening the package, it was found that the band was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 16, 2025: the bands were broken. It was noted that no difficulty was experienced upon setting up the device.